Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during a procedure performed on (B) (6) 2010 (male (B) (6); exact age, weight unknown). According to the complainant, during deployment, the patient coughed, causing the stent to deploy too quickly. The stent then migrated to the stomach and had to be removed with rat-tooth forceps. The procedure was not completed due to this event and the physician does not plan on another attempt. There were no patient complications reported as a result of this event. The patient was held for observation and released later that day with no complications.

Manufacturer narrative:
(B) (6). (B) (4) therapy/non-surgical treatment, additional. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.